Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated by our field service engineer on-site and the error was caused by a misunderstanding by the client when carrying out the preliminary control. No log files was provided and no parts have been replaced. The root cause to the reported failure has not been established in this investigation.